Manufacturer narrative:
H.6. Investigation: investigation summary: the samples were tested/evaluated and the indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the returned samples, the indicated failure mode for stopper pullout with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the stoppers in 33 of 40 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate fell below the mean target for stopper pullout forces during research and development testing, with 5 of the 40 tubes falling below the minimum force specifications. The following information was provided by the initial reporter: during r&d testing, we had 2nd stopper pullout forces that did not meet the mean or minimum specification for a bd cpt¿ tube batch. Affected quantity: 5 tubes of 40 were below the minimum force specification; the overall average of the 40 tubes was below mean force specification (33 of 40 tubes below mean target).

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stoppers in 33 of 40 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate fell below the mean target for stopper pullout forces during research and development testing, with 5 of the 40 tubes falling below the minimum force specifications. The following information was provided by the initial reporter: during r&d testing, we had 2nd stopper pullout forces that did not meet the mean or minimum specification for a bd cpt¿ tube batch. Affected quantity: 5 tubes of 40 were below the minimum force specification; the overall average of the 40 tubes was below mean force specification (33 of 40 tubes below mean target).